Event description:
It was reported that the device stopped running without any alarm. The returned device was inspected intensively. During all function tests under normal environmental conditions the device met all specifications. Extended vibration tests showed, that randomly the device did stop cycling including resets sometimes. Co annot confirm the customers report, that the device failed without any alarm. At all stimulated failures the device did larm. An intermittent contact at the motherboard of the device was discovered to be the reason for the failures, which were observed during the vibration test and possibly in the field. Co regards this intermittent contact as a single event. The vibration test effected an accelerated wear out of the returned and investigated device and disqualified it for further use in the field. Therefore, co provided the customer with a new device.